Event description:
The device was used during a lar procedure. Reportedly, the instrument misfired. The surgeon manually closed the rectal stump to complete the procedure. The hosp has reported the pt's condition is satisfactory.